Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported during the unspecified chemotherapy administration, the vent hole on the top of the set leaked fluid. There was patient involvement, however, no report of harm.

Event description:
The event involved a (B)(6) that the customer reported during the unspecified chemotherapy administration, the vent hole on the top of the set leaked fluid. There was patient involvement, however, no report of harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.